Event description:
It was reported that the pt experienced a dislocation in 2008. The event occurred preoperatively. The causative event was the pt was standing at a fence and went to turn and felt a pop in his hip. The site felt that the event is device related and reported that initially the implant was at -4 neck which was impinging, it was changed to a longer neck on revision. The pt had the acetabular insert and femoral bearing head revised in the next day.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 623-00-32e, lot# 5ynmrd description: trident 0x3 insert 32 mm. Cat# 502-11-52e, lot # 23718501. Description: trident hemispherical cluster hole shell cat# 6021-2530 lot# 24038701 description: accolade tmzf femoral stem. It cannot be determined which, if any of these devices may have caused or contributed to the event.